Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : 08/29/2016. A picture sample of a scd396 sonicision cordless ultrasonic dissector was returned for evaluation. A review of the lot number reported with the complaint indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection of the photo revealed that the waveguide had fractured and the tip had broken off. The customer reported that the lower jaw of the device broke. The reported condition was confirmed. The picture sample was examined and the investigation personnel concluded that the titanium waveguide was in use when it fractured. Dissector tips that come in contact with a metal objects (hemostats, clips, staples, retractors, etc.) During activation will be damaged. These contacts will cause the waveguides to crack and eventually break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, the device jaws were being cleaned and a piece of the active waveguide disengaged. There was no patient injury.